Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin. It was unknown how much insulin had been delivered since the cartridge was loaded. The customer reported blood glucose level was 265 mg/dl, and that the customer had insulin on board (iob) and didn't want to correct down. The customer reloaded the cartridge successfully and received an accurate fill estimate.